Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the corners, the battery door and the right plunger case were cracked, the l bracket was received in damaged condition and will be sent back in same condition, replacement is customer responsibility. A review of the event history log identified multiple consecutive syringe empty alarms. During the functional testing the reported issue was able to be duplicated. Impact broke off the position pot tab and carriage arm. The root cause was due to the customers impact of the device. Replaced position pot and carriage. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had a broken barrel clamp slide. No patient injury or involvement was reported.